Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the reservoir was noted. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the reservoir was noted. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. In addition, pump tubing was not returned for analysis as it was cut down to the pump block. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observations could not be confirmed.